Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. Visual and functional inspections were performed on the returned device. The inflation issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in the coronary artery. It was not possible to inflate the balloon of the xience prox device but the inflation device connected at the shaft was "blown out". The complaint device was replaced with another xience prox (same size) that worked normally. The patient is doing well. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No device or other/procedural issues were noted. No additional information was provided.